Event description:
It was reported that during a remote follow up, low defibrillation impedance was noted on the right ventricle (rv) lead. Abbott technical support was contacted and a revision procedure was performed. The physician suspected rv lead damage, however, no anomaly was observed either visually or via diagnostic imaging. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.